Event description:
Rn attempted to flush one of the lumens on a double lumen central venous line (the lumen used just for med), and she encountered some resistance with flushing and heard a "pop" sound. Then she noted that the tubing of one of the lumens had burst, and was compromised. Tubing was immediately clamped proximal to the insertion site and md and IV rn were called "stat." No adverse events noted for the pt.